Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during a pipeline surgery, a balloon was used for post-processing. After the balloon was in place, a syringe was used to expand it normally. After expansion, it was found that the balloon was leaking and damaged, so the balloon was replaced. There were no patient symptoms or complications associated with this event.

Event description:
Additional information was received that the cause of the balloon leak/damage was the balloon rupture during inflation. The physician did not test the balloon prior to use. The guide wire came out 15mm from the tip of the balloon during the inflation. The physician did not shape the guidewire tip. The balloon was inflated and deflated 2 times. The injection rate was steady. It was noted that an ordinary syringe was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of 104-4127, lotno:b474510 ¿ as found condition: the hyperglide balloon catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened hyperglide inner pouch (b474510) ¿ damage location details: no damages were found with the hyperglide balloon catheter hub. The hyperglide balloon catheter body was found stretched at ~2.5cm from the distal tip. Upon visual inspection, the hyperglide balloon appears to be in good condition. There does not appear to be any ruptures of the balloon. The hyperglide balloon catheter distal tip appears to be in good condition. ¿ testing/analysis: the hyperglide balloon catheter was flushed, water exited from the damaged (stretched) location and distal tip. Due to its damaged condition, the balloon could not be tested for inflation. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon rupture during procedure¿ report could not be confirmed as no ruptures were found with the balloon. The hyperglide balloon catheter body was found stretched and leaking, likely contributing to the reported event. Catheter damage can occur if the catheter/guidewire is advanced/retrieved against resistance. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.